Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker device was concerned of the device's battery life. Additional information obtained from the field which indicated that the patient's battery was brand new and was at beginning of life (bol). The patient was in the hospital for sepsis which was a blood infection. To date, the device remains in service. No adverse patient effects reported.